Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
The patient reported their blood glucose (bg) level rose over 13.9 mmol/l (250 mg/dl), while wearing the pod between 25 and 36 hours. The pod reportedly fell off the infusion site (abdomen) after the patient showered, causing the cannula to dislodge. As treatment, a new pod was successfully applied.